Event description:
The customer reported that while the unit was in use on a pt, the unit shutdown. The unit's power was recycled, but the battery charger indicator light was not lit. Since the pt was being weaned from the intra-aortic balloon pump, the unit was removed and therapy was discontinued. No pt injury was reported.